Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted from the patient¿s eye with incision enlargement. Explant was due to the patient who experienced refractive surprise, hyperopic result. Nevertheless, the pre-op visual acuity was 20/30 and postop was 20/20. The replacement lens is another zlb00 higher diopter (17.5). No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.